Event description:
It was reported that, "patella clamp would not stay locked during cementing of patella."

Manufacturer narrative:
Eval summary: the results of the investigation indicate that width of the locking trigger is not adequate and creates a point contact with the locking teeth. Wear on the locking trigger and/or the locking teeth results in loss of friction at the contact point, which causes the pawl-teeth assembly to lose function, springing the clamp open. Visual inspection indicated that the device was returned in used condition. Optical inspection indicated that the teeth of the locking mechanism are worn. The returned device has the thinner locking trigger tip, indicating it was manufactured before design change was implemented.